Manufacturer narrative:
Additional information: it was later stated that the sprinter legend was initially used to treat the lesion before it was used to trap the wire. The sprinter legend was not kinked and re-straightened during use. A non-medtronic microcatheter was used. The balloon intended to be deflated and removed before advancing the microcatheter it was later indicated that the detachment occurred while trying to remove the balloon from the guide using excessive force. It was later reported that the lesion was successfully treated with rotablation and stenting. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: two sprinter legends were used to treated a highly calcified lesion. Both balloon had inflation difficulties and were unable to be fully inflated due to the calcification. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis #(B)(4):a angiographic image confirms a heavily calcified lesion that is possibly fibrotic in the proximal to mid rca. The vessel has been wired. The next images show two balloons delivered to the vessel and inflated. The balloons conform to the vessel morphology and are not fully expanded during inflation attempts most likely due to calcification in the vessel. There are no images showing the reported difficulties when removing the balloons. Inflation difficulties are confirmed. Removal difficulties are inconclusive. Product analysis:the balloon folds were expanded, and blood was present inside the balloon. There was no damage to the proximal balloon bond. There was a detachment at the exchange joint. The material both sides of the detachment site was stretched and uneven. It was not possible to perform inflation testing due to the condition of the returned device. There was no other damage evident to the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the lesion was a non-tortuous, heavily calcified lesion with chronic total occlusion (cto) in the proximal to mid rca. There were no difficulties noted when removing the balloon from the coronary artery. The balloon was then being used to trap the non-medtronic guide wire in the guide catheter. It was stated that the balloon itself was not on the guide wire. The balloon was advanced on its own to the tip of the guide catheter, inflated to trap the wire and then the microcatheter was advanced. Sufficient time was given to allow the balloon to fully deflate prior to attempting removal. Removal difficulties were encountered and the balloon became hard to pull in the presence of the microcatheter in the 6 fr guide catheter. The balloon was stuck inside the guide along with the micro-catheter. It was indicated that the balloon had lost its low profile as it had been used a few times during the procedure. No intervention was required to remove the balloon from the patient. There was no damage noted to the non medtronic guidewire on removal from the patient. The device returned with a detachment on the transition shaft at the guidewire entry port. It was stated that this occurred inside the 6 fr guide catheter, not inside the coronary artery. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use one sprinter legend rx ptca balloon catheter to treat a lesion. The device was inspected with no issues noted. It was reported that difficulties occurred when removing the balloon following balloon inflation. The patient was reported to be alive with no injury.